Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was placed on the external pulse generator (epg) after an open-heart surgery. The heart rhythm was found to be atrial flutter. An amiodarone drip was administered to the patient, and the epg was initially programmed at a rate of 50 beats per minute (bpm) and a sensitivity setting of 2.0 millivolts (mv) as a precaution for potential bradycardia due to the medication. After 30 minutes, the epg began pacing inappropriately, and the sensitivity was subsequently reprogrammed to 0.5 mv. The patient care was compromised and delayed due to inappropriate pacing. No further patient complications have been reported as a result of this event.